Manufacturer narrative:
A review of the DHR and inspection records was conducted, and no similar concerns were found. One opened sample was returned for review. Only the hub and stylet were returned for evaluation. The stylet was returned still inserted in the catheter hub. The catheter tubing was not returned. The analyst found the stylet to be easily removed from the catheter hub. Since the tubing was not returned, occlusion of the tubing could not be tested. Therefore, this complaint could not be confirmed. Since the reported issue could not be duplicated, establishing a root cause and corrective action is not possible.

Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A follow-up report will be submitted upon investigation completion.

Event description:
The reporter indicated peripherally inserted central catheter (PICC) flushed and inserted. Good blood returned. Called for x-ray and unable to remove guidewire. Pulled PICC back to 10, pulled out guidewire and advanced. Unable to get blood return again and removed PICC.